Event description:
It was reported that the procedure was to treat in-stent restenosis and new stenosis extending out proximally at the end of a non-abbott stent previously deployed in the mid to proximal left anterior descending artery. Pre-dilatation was performed with the non-compliant balloon over a non-abbott pressure wire. It was noted that delivering the balloon into position was quite tricky and some force was needed due to the calcification of the lesion and into the entrance of the stent as the stent did not look fully opposed at the proximal end, with struts in the way. Once the balloon was in position, it was inflated once to 18 atmospheres when it ruptured. A significant waist was observed in the balloon upon inflation. A 3.0 x 15 mm nc mercury balloon was then used and inflated in the same position to 26 atmospheres without rupturing. There was no reported resistance felt during removal of the ruptured balloon from the patient. The procedure was then completed with the implantation of a xience prime stent was in the diseased area overlapping the previously deployed stent. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed. Based on visual and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the device was prepared inside the patients anatomy. It should be noted that the nc trek instruction for use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. Additionally, it was reported that force was applied to advance due to the lesion calcification. The IFU states: do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, the IFU deviations do not appear to have contributed to the balloon rupture or reported difficulties.